Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. Maude report: mw5061550 was received.

Event description:
It was reported that the lead was explanted and replaced due to an unspecified complaint.